Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, the low voltage lead failed to capture at high output. The lead was not used and unknown if it was replaced. The patient was in stable condition.